Event description:
It was reported that pump displayed non-resettable malfunction alarm code malf 3 with associated fault ID and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed to place pump into storage mode, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump, while tandem technical support arranged in-warranty pump replacement and instructed customer to return problematic pump using prepaid label within 10 days.